Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient had burn blisters after use of the electrosurgical generator during a transurethral resection of a bladder tumor surgery. Immediately after the operation, there was an appearance of new blisters on the inside of the patient's right thigh and the sole of the left foot. The origin of the blisters was not clarified, but as they were reported directly after the operation, a connection with the operation could not be ruled out. The patient was discharged and then presented to the emergency ward two days later. The etiology was unclear and symptomatic treatment with ialugen was recommended. The patient was referred to the wound center by his radio-oncological care provider. Since then, the patient has been regularly checked at the wound center.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field (d9, d10 and h3). The device was evaluated by olympus. And the device was assessed, as being within the standard. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the reported event occurred, due to user error. However, a specific root cause of the reported event could not be identified with the information received. The event can be detected/prevented, by following the instructions for use, which state: "to prevent patient burns, the electrosurgical generator and ancillary cords should not come in contact with the patient or metal parts of the operating table. Furthermore, the patient should also be kept away from metallic parts of the operating table or other devices. Remove any metallic items from the patient (wristwatches, jewelry, etc.) Before starting the procedure". Olympus will continue to monitor field performance for this device.